Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the distal end. The crimp was still installed in the clevis. The complaint was confirmed by failure analysis. Additional observation related to the customer complaint: the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. Additional observation not related to the customer complaint: 1). The instrument was found to have a derailed grip cable at the distal end. 2). The instrument was also found to have dried residue around the clamping pulley cable groove.